Event description:
Adverse event(s): "no pt impact reported" (no consequences or impact to pt). Product problem(s): "handpiece did not work" (device inoperable). A customer reported the handpiece did not work and had to be replaced. The procedure was completed with another handpiece. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).